Event description:
Related manufacturer reference number: 1627487-2022-04628, 3006705815-2022-16329. It was reported the patient experienced an unknown event at an unknown time. Surgery may occur later.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates there was connection issues between leads and ipg. This caused the leads to have high impedance preventing the ipg from going into MRI mode. Surgery occurred on (B)(6) 2022 wherein the physician removed the leads from the ipg and re-secured them into the ipg header to address the issue.